Event description:
It was reported that during a low anterior resection procedure, the staples did not form. They were open and not "b" form. Had to hand sew anastomosis. There was no adverse patient consequence.